Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reference frame from the procedure moved, resulting in the imprecision. Analysis found that the software functioned as designed.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding a navigation system issue that occurred during a functional endoscopic sinus surgery (fess). It was reported that the surgeon felt there was imprecision. The initial registration passed and they were able to get down to 2.1. The surgeon stated that the imprecision was at the tip of the nose but felt more accurate as they went more superior. Navigation was eventually aborted, due to the inaccuracy. It was noted that registration was done un-sterile and marked where the patient was and then went to sterile and put it back on. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.